Manufacturer narrative:
(B)(4) combined report. Additional information including post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The explanted devices could not be provided for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of this event could not be determined. The sterilisation method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ecima liner and ceramic head after 8 days due to infection. This patient had a previous revision for infection on (B)(6) 2020 (see report 9614209-2020-00065).